Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the mini pcb and tested the system with multiple boots with no problems. The system functions as intended.

Event description:
The customer reported that there was intermittently no x-ray during a case.